Event description:
In 4/2004 pacemaker placed. Pt dc home. Eight days later pt began to be nausea with chest pain that was sharp in nature and located in lower center of chest and left coastal margin area. CT scan revealed a lead perforation of the right ventricular apex. Pt taken to surgery for repositioning of pacemaker lead. Four days later due to developing non-sensing and non-capture taken back to surgery for insertion of a new lead.